Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad buttons 7, 8 and 9 not working which was reproduced during evaluation. The reported symptom was found to be caused by a malfunctioning keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the buttons 7, 8 and 9 of spectrum pump keypad did not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.